Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No failed battery test alarm or battery out limit alarm noted. Unable to test the operating currents, low batt alarm, off no power alarm and low reservoir alarm due to no button response. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The device had a scratched display window, cracked reservoir tube lip and a broken belt clip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 256 mg/dl. Troubleshooting was performed. The device was returned for analysis.